Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. After reviewed the log file it shows there is malfunction of system boot up. Actual cause was found the process stopped at efi shell (the efi shell is a process that bios runs before loading the os and application) and will not continue. Fse replaced the hdd and reloaded. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up completely. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard drive disk which returned the device to use in good working order.